Event description:
A technician reported that a pt, presented with diffuse cornea stippling, approximately 1 month following bilateral lasik surgery. The pt reported his "vision is getting better, have days of sensitivity and dryness". The event was treated with sodium chloride hypertonicity ophthalmic drops. Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional info. A completed questionnaire was not received. (B)(4).